Event description:
It was reported that a surgeon received a burn to his finger from a shaver blade pre-operatively. The surgeon's finger developed a blister; a band-aid was applied. The blade and handpiece were replaced; the case was completed successfully. There was no patient involvement. Procedure: shoulder arthroscopy. Follow-up provided information that from what the staff can determine, the device must have gotten actuated inadvertently at the back table pre-operatively. Staff heard the noise of the running shaver; the device was running dry and had become hot. The surgeon went to examine it and burned his third finger (approximately the size of a dime). No further treatment was required in addition to the bandage; the blister is currently healing without complication. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The blade and handpiece were received for evaluation. The foot switch was requested, but has not been returned to date. The complainant's event was confirmed. Visual inspection of the shaver blade revealed severe heat damage. The blade could not be function checked due to device damage. Visual inspection and function testing of handpiece revealed no problems; the handpiece met specifications and functioned as required. It could not be determined how the device was actuated from the information available and from evaluation of the returned devices. Device history records review revealed nothing relevant to this event. Based on the information provided and evaluation of the blade and handpiece, the most likely cause of the burn to the surgeon's finger was the device being actuated outside of the joint space and being run dry/without irrigation fluid, creating excessive friction and heat in the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow up report will be submitted.